Event description:
It was reported that during an ultralow resection procedure, the lineal cutter stapler doesn¿t work, it was interlocked. When the surgeon tried to use the stapler in the surgery to cut the intestine, he tried to pull the trigger and it doesn¿t work, that¿s why the surgeon used another stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: how was the device decontaminated? Only washed with detergent.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ntlc75 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.